Manufacturer narrative:
An intuitive surgical technical field specialist resolved the reported error by replacing the patient side cart battery box and auxiliary power board at the customer site. Intuitive surgical, inc. (Isi) received the patient side cart (psc) battery box and auxiliary power board (apb) associated with this complaint and completed its investigation. The complaint was confirmed during review of the system error logs which showed error 17 and error 802 codes occurring related to the psc battery. Failure analysis of the psc battery was also performed which replicated the complaint. The psc battery was installed onto an in-house test system and failed with error 802 being displayed due to having insufficient charge. The returned auxiliary power board was tested with no issues or anomalies found. Isi has made multiple requests for additional information, however has been unsuccessful. Based on the information provided, this complaint is being reported due to the occurrence of recoverable error 17 and error 802 faults rendering the davinci system unavailable after the start of a davinci surgical procedure, and subsequently leading to conversion to a laparoscopic procedure. Initial information indicated that this event occurred during a multi-step procedure with only one portion planned to be performed robotically. Based on available information, it could not be confirmed if the robotic portion of the procedure was prematurely terminated due to the error codes which occurred.

Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, the system displayed multiple error 17 codes. The customer was advised to power cycle the system multiple times with no resolution. The initial reporter indicated that they subsequently decided to convert from the davinci procedure to a laparoscopic procedure. The customer reported this case to be a multi-step procedure with only one part of it to be performed robotically. However, it could not be confirmed if the robotic portion of the procedure was prematurely terminated due to the error codes which occurred. No adverse event was reported to have occurred. On (B)(6) 2016, an intuitive surgical technical field specialist (tfs) performed a field evaluation of the system. The reported error was reproduced during testing as well as verified during review of the system logs which showed multiple error 17 and error 802 codes. The tfs resolved the reported error codes issue by replacing the patient side cart battery box and auxiliary power board.